Event description:
Family member reported that pt used the suspect device to check their blood glucose and obtained a result of 152 mg/dl. Pt then took 14 units of nph and 14 units of regular insulin based on a sliding scale. Pt later began to have seizures. Medics were called and they checked their blood glucose at 29 mg/dl on their equipment. Pt was treated at home with an IV and not transported to the hospital. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were not used on the system.